Manufacturer narrative:
The cause of the optical signal issue was due to a damaged sensor as evidenced by returned product analysis and log pattern. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The date of death for b2 was originally reported as (B)(6) 2025; it has now been corrected to (B)(6) 2025.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the placement signal of an impella cp pump experienced intermittent issues during patient support. Following implant, it was noted that the placement signal disappeared on support level p-9. A visual inspection reveal no noted issues with the setup or connections that could have caused the failure. Support continued for another two days, during which the placement signal was absent or intermittent on different p levels. The issue had no impact on the functionality of the pump. Due to the patient's underlying condition, the family decided to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
A2, a4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.